Event description:
It was reported that a patient underwent childbirth on (B)(6) 2025 and suture was used on a perineal laceration that occurred during delivery. The midwife sutured the wound layer by layer with sutures. There were no special circumstances. Three days after delivery, the patient was discharged. On the 9th day after the procedure, the patient called the obstetrics department and reported unbearable pain and obvious foreign body sensation in the wound. The on duty nurse guided the patient to come to the hospital for a follow-up examination. After coming to the hospital, the perineum was examined and it was found that the wound was cracked, had a strange smell, and the suture was exposed. The on duty doctor immediately performed debridement treatment and cut off the suture. The possibility of infection could not be ruled out. Relevant secretion samples were taken for testing, and the patient was instructed to use potassium permanganate sitz bath to promote wound healing. During the period of discomfort, the patient was followed up. Three days later, the patient came to the hospital again for a follow-up examination, and it was found that the wound had partially healed and the discomfort had decreased. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe the appearance of the suture post-op when the debridement was performed. Did the suture break post-op? Were there any precipitating stress factors for the wound dehiscence? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. What were the results of the secretion samples taken? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Are there any photos available? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?